Event description:
A falsely elevated advia centaur xp ipth test result was obtained by the customer and considered discordant when compared to the patient's clinical condition. There was no known report of patient treatment being altered or adverse consequences due to the discordant ipth test result.

Manufacturer narrative:
The cause for the falsely elevated advia centaur xp ipth result when compared to the patient's clinical condition is unknown. The instructions for use (IFU) in the limitation section states: interpretation of intact pth values should always take into account serum calcium results and interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and consideration of the overall clinical manifestations even when used in conjunction with calcium values.